Manufacturer narrative:
B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Only a portion of the suture, posterior needle tip and posterior cuff were returned. The unspecified failure was observed as a link separation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
A 9 inch portion of a suture of a perclose device was received by abbott vascular. Analysis of the suture showed that the posterior needle tip was engaged with the posterior cuff. The link was separated at the swage end of the posterior cuff. The rail-end appeared to have been cut. Based on the observations, hemostasis could not have been achieved with this suture. There was no information reported regarding this suture. No additional information was provided.